Event description:
It was reported that a red alert was detected due to a high out-of-range (oor) right ventricular (rv) pacing impedance measuring greater than 2000 ohms. This implantable cardioverter defibrillator (ICD) and rv lead currently remain in service. No adverse patient effects were reported.